Manufacturer narrative:
Failure analysis: the spectranetics device used during the procedure was discarded at the hospital and will not be returned for evaluation. There is no indication that the tear was caused by the spectranetics device.

Event description:
Clinical history: the procedure was required to remove three functional leads due to pocket infection. It was a left sided procedure. Ra model 438-10 thinline positive fix implanted 1999. Rv model 0144 endotak endurance passive implanted 1999. Lv model 4513 implanted 2004. Procedure: the procedure was performed in the ep lab. An atrial line and fluro were used throughout the procedure. The lv lead was successfully removed. A tear occurred while using the laser and a 16fr sls catheter to remove the rv defibrillator lead. It was believed to have occurred while lasing the proximal coil of the lead at the superior vena cava/right atrium junction. CT surgery responded and the decision was made to open the pt's chest. The patient expired during the repair process.